Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent delivery system (sds) failed to cross the target lesion. The 88% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. Predilatation was performed with a non-bsc 2.5 x 15mm balloon. The 3.50 x 38mm promus element sds was introduced but was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: initial visual examination of the returned device found that the stent was kinked approximately 25mm from the tip of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).